Event description:
Dealer stated that the bed rail on an arro (carroll healthcare) bed has a sharp edge on the bottom of the rail. One resident needed a dressing to cover the scratch. The facility is assuming it came from the sharp edges on the assist rails.